Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: after the re-anastomosis, a colostomy was performed which was not scheduled. The surgeon commented about the unformed staples that he was sure he tightened the suture firmly, so it is unknown why the donuts from the oral side was not created and he would like to know the possible causes. No leakage occurred as of may 30th. The patient¿s condition is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Confirmation on how many turns used to open it? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the colostomy temporary or permanent? What is the current status of the patient? *please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. What was the shape of staples for each firing? What is meant by 80% fired?

Event description:
It was reported that during a laparoscopic low anterior resection, the adjusting knob was rotated about 80% and the safety was attempted to pull but it was very stiff to do. The device was fired, but the staples were not formed well. The device was rotated for one revolution to remove from the patient. The donuts from the oral side could not be confirmed, and the intestinal fluids were leaking. Another cdh25a was used to re-anastomose. When the sales rep checked specimen, the staples were unformed and a part of the intestinal tract was not cut. Leakage has not been observed in the post operation as of today. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2022 h11: corrected data = h6 (a0505 was reported in error and was removed).

Manufacturer narrative:
(B)(4). Date sent: 06/22/2022 d4: batch # 370a35 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over a hard object or thicker tissue than indicated. Please reference the instruction for use for more information. The safety performed as expected, no malformed staples were noted and the device performed without any difficulties noted, the instructions for use do contain the following caution: to fire the instrument, draw the red safety back toward the adjusting knob until it seats into the body of the instrument. If the safety cannot be released, the instrument is not in the safe firing range. Once the safety has been released, do not turn the adjusting knob to ensure the instrument remains in the safe firing range. When the safety has been released, squeeze the firing trigger with firm, steady pressure. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/07/2022. Additional information was requested, and the following was received: what were the indications for surgery? => no further information will be available. What surgical procedure was performed? => laparoscopic lar. Did the patient receive any preoperative chemotherapy or radiation? => no further information will be available. Were there any issues experienced with the device in the initial surgical procedure? =>the safety was attempted to pull but it was very stiff to do. The device was fired, but the staples were not formed well. No further information will be available. What healthcare professional fired the device and what is his/her experience with the device? => no further information will be available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => dr. Commented 80%. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information will be available. Was the device difficult to close? => no further information will be available. Was the device difficult to fire? => the safety was attempted to pull but it was very stiff to do. No further information will be available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? =>the device was rotated for one revolution to remove from the patient. No further information will be available. Did the healthcare professional receive audible & tactile feedback when firing the device? => no further information will be available. Were the donuts inspected? If so, please describe. =>the donuts from the oral side could not be confirmed. No further information will be available. Confirmation on how many turns used to open it? => one turned. Was a complete transection of the white breakaway washer visually confirmed? => no further information will be available. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. => the staples were not formed well. No further information will be available. Was a leak test performed? If so, what type and what was the result? => no further information will be available. Was the staple line visualized endoscopically during the initial surgical procedure? => no further information will be available. How many days postoperative did the leak occur? => leakage has not been observed in the post operation. No further information will be available. How was the leak identified? => no further information will be available. What was observed at the site of the leak upon reoperation? => no further information will be available. How was the leak addressed? => another cdh25a was used to re-anastomose. No further information will be available. Is the colostomy temporary or permanent? => no further information will be available. What is the current status of the patient? => no leak was occurred after the ope. What was the shape of staples for each firing? => no further information will be available. What is meant by 80% fired? => the adjusting knob was rotated about 80%. No further information will be available." 1. Regarding ""another cdh25a was used to re-anastomose. When the sales rep checked specimen, the staples were unformed and a part of the intestinal tract was not cut"", could you please clarify if there was issue related to cdh25a? =>there was no issue related to cdh25a. The device was replaced with cdh25a to complete the case. When the sales rep checked specimen taken by cdh25b, it was found that the staples were unformed, and a part of the intestinal tract was not cut. 2. Could you please clarify if there were any patient consequences? =>the intestinal fluids leaked. 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? =>no further information is available.